Event description:
It was reported that an infusor was leaking into the overpouch. It was not specified when in the process this occurred. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.